Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, the handle was falling off from the device. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, the handle was falling off from the device. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to handle detachment, which contributed to the event. There is no indication if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the investigated issue is low. According to the subject matter expert at the manufacturing site, it was concluded that no photos were provided in order to be able to observe a possible anomaly of the system. The information collected are not sufficient to determine the cause of a potential incident and does not allow the identification of a device failure. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's refrence number (B)(4).